Event description:
It was reported that during a coil embolization procedure, two loops of the coil protruded from the aneurysm and approximately 10 hours post procedure, the patient suffered a stroke and died. The physician did not relate the stroke and patient's outcome of death to the coil protrusion. No other information is available

Manufacturer narrative:
Subject device was implanted.

Manufacturer narrative:
The subject device remained implanted; therefore, analysis cannot be performed. Based on the information available, it is probable that procedural factors limited the device performance during procedure resulting in the coil protrusion. Stroke and patient outcome of death are known risks associated with endovascular procedures and is noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
It was reported that during a coil embolization procedure, two loops of the coil protruded from the aneurysm and approximately 10 hours post procedure the patient suffered a stroke and died. The physician did not relate the stroke and patient¿s outcome of death to the coil protrusion. No other information is available